Event description:
Additional information was received from the physician. The patient had been lost to follow-up and then was seen in the hospital. The generator was unable to be interrogated at that time believed to be due to end of life. The physician feels this is a compliance issue with the patient and not a device issue. No further information was provided.

Event description:
It was initially reported that the patient went to the emergency room due to a flurry of seizures. It is unclear if this was an increase for the patient or part of her normal seizure pattern. The patient had not had her vns check in some time and admits to being non-compliant. The patient had a generator replacement. The explanted product was discarded and will not be returned to the manufacturer for review. Good faith attempt for additional information has been unsuccessful to date.

Event description:
On (B)(4) 2013 it was reported that the manufacturer¿s consultant checked out the physician¿s programming system and it is able to interrogate. The physician later reported that he recalled having to change the 9v battery before trying to interrogate the patient, and then not having success. He stated that he heard that upon re-interrogation, they were able to successfully interrogate the patient. He has successfully used the programming system many times since this event.